Manufacturer narrative:
Software has not been evaluated as of the date of this report.

Event description:
A medtronic rep reported that while in an ent procedure, the system was unresponsive twice, requiring a full re-boot both times. Surgeon continued the surgery with navigation. There was no impact on the pt outcome.